Manufacturer narrative:
The camera head was returned to the original equipment manufacturer (OEM) for evaluation. According to the customer-reported complaint, the camera cord appeared to have such an intense light source that it heated and melted the insulation, which was confirmed. The camera was returned to the OEM with mechanical damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the nir handheld camera light source is so intense that it heats the insulation of the camera and melted the insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.